Event description:
Following the implant procedure, the device was found to be in backup vvi (bvvi) mode. Abbott technical support was contacted, and upon reviewing the interrogation session records, it was revealed the device had entered bvvi prior to the implant procedure. The device was suspected to have had a hardware reset during delivery or processing. The device had not been interrogated prior to the implant procedure and as a result, was implanted while in bvvi mode. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.